Event description:
Customer reported receiving a result of "hi" (>500 mg/dl) on their freestyle blood glucose monitor. The customer then reported dosing with insulin based on this result. They then reported feeling sweaty, shaky, dizzy, and reported urinating on the floor. The customer then lost consciousness. The customer's neighbor found her and called her daughter, who then called the customer's doctor. The doctor advised to not administer any more insulin, and instructed the customer's daughter to administer orange juice, candy, and glucose tablets to stabilize glucose levels.

Manufacturer narrative:
The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.